Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence and insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 520-above 600 mg/dl. Bg level was corrected with a bolus via the pump.